Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing ipp was removed and a new tactra penile prosthesis was implanted. It was mentioned that the patient did not like the ipp and wanted a simpler device. The patient also experienced auto-inflation and deflation issues with the ipp leading to the procedure. No information was provided about the patient's outcome.